Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported having an elevated blood glucose level of 16-18 mmol/l (288-324 mg/dl) on (B)(6) 2011. Patient's normal blood glucose level is 6 mmol/l (108 mg/dl). Patient stated, he checked the infusion device and recognized there was insulin in the cartridge compartment. Patient reported, he dried the cartridge compartment and installed a new insulin cartridge and a new infusion set afterwards. Patient stated on (B)(6) 2011, he heard a signal from the infusion device. Patient reported, he checked the infusion device and saw the device showed nothing on the display; there was only the signal. Patient stated, he changed the battery in the infusion device and then the device was okay. Patient reported, he checked the history in the infusion device and saw an error e8 (power interrupt) message. Patient stated, there is still insulin in the insulin cartridge compartment. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.